Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when opening the package, it was difficult to remove the device and so the needle broke. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.